Event description:
Low glucose readings led to a real medical complications and false alarms while sleeping. I experienced anxiety and irritability. My blood glucose was normal when checked with a finger-stick. The first 12-24 hours after applying the new sensor was less accurate. I ate and drank so much until I started vomiting losing fluids which caused dehydration. I experienced overconsumption of sugar or carbohydrates which caused frustration, anxiety, and alarm fatigue. Frustration: repeated low glucose alerts that do not correlate with finger-stick glucose measurements or physical symptoms caused: emotional distress and frustration, reduced confidence in cgm accuracy, difficulty making appropriate treatment decisions. The anxiety ongoing exposure to low glucose alarms increased; my fear of hypoglycemia, especially overnight, hypervigilance and stress related to glucose monitoring. The sleep disruption, contributing to my daytime fatigue and impaired concentration. The alarm fatigue occurred when frequent alerts desensitize me led to: delayed or ignored alarms, increased risk of missing a true hypoglycemic event, and reduced adherence to cgm use or alarm settings. When using the confirm cgm low readings there were discrepancies between cgm and finger-stick values suggest sensor-related inaccuracies. The frequent low glucose alerts from continuous glucose monitoring have contributed to frustration, anxiety, and alarm fatigue. These alerts were not consistently supported by confirmatory finger-stick glucose suggesting sensor-related low readings rather than persistent true hypoglycemia.